Event description:
It was reported that a flogard infusion pump experienced an f-22 alarm (malfunction in frequency converter circuitry for occlusion detection). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. An alarm log review, visual inspection, power on self-test, and an internal battery test was performed. During the alarm log review and the power on self-test an f-22 alarm was identified. This alarm is caused by a defective central processing unit (cpu) printed circuit board (pcb). The cpu pcb was replaced. The pump passed all testing and was returned to the customer in working order.